Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the field representative (rep) was at the site and checking on the system, they booted the system up. It was stuck on the start-up script. The rep rebooted the system twice with the same outcome. No patient present. Troubleshooting was performed, a hard shut down was performed by holding down the power button and unplugging the system from wall power for a few minutes, after, the system started up as designed. All systems showed as connected when the rep ran the self-test.

Manufacturer narrative:
A manufacturer representative (rep) went to the site to test the navigation system. The solid state drive was replaced and the system performed as intended.  Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764, serial/lot #: unknown h2) please see the additional codes section for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.